Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three clip delivery systems referenced are filed under separate manufacturer report numbers.

Event description:
This is filed to report that the clip delivery system (cds 61003u140) was difficult to flush. It was reported that during preparation of the cds (61003u131), when pulling the delivery catheter (dc) handle back, it was not possible to flush the sleeve handle flush port. When advancing the dc handle there was only a little bit of flow noted. The cds was not used in the anatomy and was replaced. Three other cds (61003u121, 61003u120, 61003u140) were prepped, and during preparation of these devices, it was noted that there was a little bit of flow from the sleeve handle flush port. The decision was made to use these devices, as it was determined that there was enough pressure. The three clips were implanted without issue, reducing the mr from 4 to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported difficulty flushing the delivery catheter (dc) handle could not be confirmed. It is possible there was variation in the user technique performed to de-air the device, such that there was difficulty flushing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.